Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor. No compromised force sensor system alarm noted. The motor was tested outside the device and passed motor test. The device received with scratched lcd window, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was performed. The device was returned for analysis.